Event description:
We have received information about an incident in which this ventilator failed during therapy. The nursing service states that the patient's device failed, and the therapy stopped, and no alarm was issued. There was no harm to patients, users or third parties. This event occurred in germany with firmware version 1.7.0003, which is not used in the USA.

Event description:
We have received information about an incident in which this ventilator failed during therapy. The nursing service states that the patient's device failed, and the therapy stopped, and no alarm was issued. There was no harm to patients, users or third parties. This event occurred in germany with firmware version 1.7.0003, which is not used in the USA.